Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter had displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2016, after 4:00pm. The patient manages her diabetes with insulin (self-adjuster) and reported taking her usual dose of medication as a result of the alleged product issue. The reporter claimed that 5 hours after the alleged product issue began the patient developed the symptoms of "could not breathe a lot, and increased urinating". The reporter stated that on (B)(6) 2016, 10:00pm the patient self-treated with 26 units of insulin. The reporter detailed that on (B)(6) 2016 at 07:00am the patient obtained a blood glucose result of 147mg/dl on a "true track meter". At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.